Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 08jan2025, it was stated that the device diagnostic report (drpt) was not available, and the list of ventilation settings being used at the time of the event could not be provided. The asp confirmed that there was a tidal volume alarm, but the customer refused service, so the device was not serviced or repaired by the asp. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume was low. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer was advised to check the oxygen pressure and connections. This investigation is ongoing.